Event description:
The reporter indicated that the surgeon implanted vertically a 12.6mm vticm5_12.6, -10.5/2.5/180 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Lens was repositioned due to lens rotation not associated to a low vault on (B)(6) 2023. This did not resolve the problem. The lens was replaced horizontally with a same length spherical lens on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found no visble damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).